Event description:
Customer reported potassium was hung as a secondary (primary was infusing at 125 ml/hr), patient was to receive two doses, each one 20 meq in 50 ml of fluid, each dose to run over two hours. The first dose was set up as ordered to run at 25 ml/hr but when the nurse went into the room about an hour and half after hanging it she found the secondary empty. She notified the physician, but there was no patient harm and no medical intervention, no new orders received, and the physician said to go ahead and give a second dose. The second dose was set up on a different module (same pc unit), and per customer, presumably with new tubing, and there were no further issues. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.